Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Event description:
Received information regarding a cartridge alarm 1 during bolus delivery. Customer's blood glucose level was elevated. Reportedly, the customer stated that she may have been sick and was stressed.